Event description:
The customer stated that she was hospitalized due to a heart attack and a high blood glucose reading of 1250 mg/dl. Troubleshooting was performed. Several battery out limit alarms were found in the alarm history. Advised the customer to discontinue using the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.